Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range impedances of greater than 3,000 ohms. A revision procedure was therefore performed, and the lead was surgically cut and abandoned. A portion of the lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was provided that other than the rise in impedance measurements, all other lead measurements were normal. The physician did note a bubble in the lead insulation, thus that portion of the lead was cut and it was later returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 22 centimeters (cm) from the is-1 terminal pin; only the proximal segment was returned. Visual inspection noted the insulation abrasion sleeve was wrinkled at approximately 13.5 cm from the is-1 pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity of the returned lead segment. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of high impedances; however, the insulation observation was confirmed by visual inspection.